Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2011-01031, 3005099803-2011-01033, and 3005099803-2011-01034 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an endostat ii foot switch, an active cord, and a captiflex micro oval snare were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, power delivery from the endostat ii was very weak in monopolar modes. Despite this, the target polyp in the patient's colon was removed with the captiflex snare with no problems and no residual bleeding, and the procedure was completed with this procedure set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.